Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on bench. The cause of the bvvi was consistent with exposure to therapeutic radiation. Correction: the explant date should have been (B)(6) 2017 rather than blank. Correction: the previously reported type of reportable event: blank was incorrect; the correct type of reportable event is serious injury. (B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a device check after radiation treatment. Upon interrogation, the pulse generator exhibited backup vvi operation. Suspected unknown battery depletion was also noted. Replacing the device was discussed.

Event description:
It was reported that the device was explanted and replaced. The patient was stable post-procedure.